Event description:
It was reported that the pt had undergone a tlif to fix l4/5 using posterior fixation and interbody device concomitantly. It was reported that the cage backed out due to loosening of pedicle screw at l5. It was reported that the pt's bone was very brittle. There is no plan of the revision surgery at this time.

Manufacturer narrative:
(B) (4). Neither device nor film of applicable imaging studies were returned to the MFR for evaluation. We are unable to determine the cause of the event. The suspect devices in use are lot # h08g59, w08d5016, or w08f1446. In addition, this part is not approved for use in the united states; however, a like device catalog # 75446545, 510k # k042025 was cleared in the united states.